Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. When preparing for surgery, foreign matter was immediately found at the seal of the package in the newly dispensed suture. It seemed to be hair. Another like device was used to complete the surgery. There was no adverse patient consequences reported.